Manufacturer narrative:
Vns therapy labeling indicated stimulation, on time greater than and off time has resulted in degenerative nerve damage in laboratory animals.

Event description:
Initial reporter indicated that during a total system replacement for lead discontinuity, it was noted "the vagus nerve is quite damaged, probably due to the long and high stimulation parameters. Even with the possible unefficacy of the vagus nerve due to the degeneration, it was quite worthwhile doing the operation due to the pt situation". Programming was received and reviewed and the pt's programmed on time was greater than the pt's programmed off time. Reference MFR report number for lead malfunction: 1644487-2007-00252.